Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was received engaged with the subject instrument. The cartridge noted that the reload had a full complement of staples. The knife bar was herniated from the side of the reload with the jaws unclamped. The h-limiters were present within the device. Functionally, the reload was unloaded from the subject instrument, and was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All staples were placed and the test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the reload was partially fired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of a broken blowout plate. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open low anterior resection procedure, at the time of direct intestinal resection (rectal trans ection), an abnormal sound was heard while squeezing the handle and then the surgeon was no longer able to squeeze the handle; the reload was partially fired. A new handle and reload was used to resolve the issue. There was no patient injury.